Event description:
The stopcocks explode when injecting contrast. Injector settings: pressure - 900 psi, 20 mls at 15mls/sec, rise time - 0.5 sec. The rotating adapter disconnected from the valve body. No report of harm or injury.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found one similar complaint for this lot number. The root causes of the failure is attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed.